Manufacturer narrative:
Block h6: imdrf device code a050501 captures the reportable event of bands unable to deploy. Correction to b5.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 device was used in endoscopic treatment of esophageal varices performed on (B)(6) 2025. According to the complainant, during the procedure the bands failed to deploy. There was no difficulty setting up the device. The procedure was completed with another speedband superview super 7 device. There were no patient complications reported as a result of this event.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 device was used in endoscopic treatment of esophageal varices performed on (B)(6) 2025. According to the complainant, during the procedure the bands failed to deploy. The procedure was completed with another speedband superview super 7 device. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Block h6: imdrf device code a050501 captures the reportable event of bands unable to deploy.

Manufacturer narrative:
Block h6: imdrf device code a050501 captures the reportable event of bands unable to deploy. The device was returned, and it was found during visual inspection that the teeth were damaged, and the bands were overlapped. Based on the evidence, the as reported code of bands failure to deploy is confirmed. A risk review was completed and confirmed that the event of bands failure to deploy was defined in the risk documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. The investigation determined that the device ligator housing teeth were damaged, likely due to excessive force or the physician technique during insertion, which impacted handle functionality when deploying bands. Additionally, the reported bands failure to deploy was linked to overlapped bands, possibly caused by procedural factors such as device placement, anatomical tortuosity, or suture displacement during varix or polyp capture. Damage to the teeth may have further contributed to deployment issues. Based on these findings, the most probable cause is classified as adverse event related to procedure.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 device was used in endoscopic treatment of esophageal varices performed on (B)(6) 2025. According to the complainant, during the procedure the bands failed to deploy. There was no difficulty setting up the device. The procedure was completed with another speedband superview super 7 device. There were no patient complications reported as a result of this event.